Manufacturer narrative:
Product investigation summary: the returned expert femur nail was received in unpacked condition. The opened sterile packaging is not available for investigation. There are no residues visible on the nail. Because of missing decontamination protocol the nail had to undergo the requested decontamination procedure. The complaint condition has to do with unknown residues inside and outside of the implant; however, due to decontamination upon receipt of the complaint part, these unknown residues may have been removed. Unfortunately, there are no pictures available showing the complained condition of the nail. The device history record review shows that the production procedure was according to the specifications at the manufacturing time in january, 2015 and there were no issues that would contribute to this complaint condition. This complaint is deemed indeterminate from a manufacturing standpoint. There were no visible residues on the implant upon receipt, but these could have been removed during the decontamination process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 28january2015. Expiry date: 01january2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a femur shaft fixation closed reduction procedure, the pack of the expert asian femoral nail (a2fn) was opened and an extraneous substance was found inside and outside of the implant. Another size of a2fn implant was opened and used on the patient. There was reported harm to the patient; the surgery was prolonged for about ten (10) minutes. The patient outcome was reported as fine. This is report 1 of 1 for (B)(4).